Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a sterling balloon catheter with a guidewire in the lumen. The balloon was loosely folded. The length of the balloon was torn longitudinally. There was no other damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified cephalic vein. A 6.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilation and the device was initially inflated at 6 atmospheres. Second inflation was performed at 8 atmospheres; however, during the third inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.